Manufacturer narrative:
(B)(4). Batch # n5707k. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60b cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how did the device misfire? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? It was the first firing. Blue cartridge 60mm. Between antrum and body of stomach. According to surgeon, the knife advanced and then stopped on its own, manual reverse was employed. Staples were all open described as goal posts. The blade did not engage/transect tissue. Stopped just short of tissue. Clarification requested and received: thank you for the follow-up response you sent. However, can you please clarify the statement you made regarding "staples were all open described as goal posts. The blade did not engage/transect tissue". Were the staples that were seen to be "open and goal post in shape" delivered into the tissue? The blade did not transect tissue. There were staples deployed ahead of the blade that penetrated tissue and were "picked out of the tissue" they were open goal posts in shape.

Event description:
It was reported that during a whipple procedure, the device misfired. No additional information was available at the time of the call. The procedure was completed using a like device of the same product code. There were no patient consequences reported.